Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the damage of the camera cable. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Based on the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the camera cable due to stress such as twisting to the camera cable being applied by the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified therapeutic procedure using the subject device in combination with the bipolar working element wa22367a at the user facility, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user facility replaced the subject device to another similar device to complete the intended procedure. There was no report of patient injury associated with this event.